Event description:
Related manufacturer reference number: 2017865-2022-04223. Related manufacturer reference number: 2017865-2022-04224. New information received noted that the atrial and ventricular leads were explanted due to noise. During the explant procedure, it was also noted that the leads had insulation damage due to clavicular crush. The leads were explanted and replaced. Programming changes were made again to enable high voltage therapies. There were no patient consequences post-procedure.